Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous suspension and cystoscopy repair due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pelvic and abdominal pain, urinary tract and bladder infections, muscle cramps, dyspareunia, diarrhea, dumping syndrome, difficulty voiding requiring self catheterization 4 times per day and vaginal scarring. On (B)(6) 2010, the patient underwent cholecystectomy. It was reported that the patient underwent mesh revisions on (B)(6) 2011 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a transvaginal excision of mesh on (B)(6) 2012 due to incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08274. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior compartment repair and cystotomy repair; due to reason for implantation. It was reported that the patient underwent excision of sling on (B)(6) 2014 concurrently with placement of altis mid-urethral sling and cystoscopy.